Event description:
It was reported that pump was alarming for air in line. There was no patient incident.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom air in line was confirmed but could not be reproduced. Evaluation found the upper reading on the ultrasonic sensor out of specification caused by a failed upstream sensor. Low ultrasonic readings make the pump more sensitive to air in line alarms. As a result the upstream sensor was replaced.